Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate hv therapies. Review of session records showed intermittent loss of sensing when the amplitude of the vf waves went form medium strength to small strength. There was also secure sense discrimination channel report of going passive due to under sensing on the far-field channel. Programming changes were made. The patient was admitted to long term care and will be monitored routinely.